Event description:
The hospital reported that the heartstring seals had malfunctioned. No other information was provided and no patient complications were reported. In march 2005, received three cracked seals from the hospital.